Manufacturer narrative:
Complaint confirmed. The returned curved excalibur ar-6420cex was visually inspected, showing horizontal marks/grooves on the di of the outer tube. This is consistent with a site of metal debris production. A most likely cause is excessive force or prying/leveraging the device during use, as further evidenced by damage to the proximal end of the shrink tubing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery the arthrex device ar-6420cex was used. During the shaver process it was noticed that metal abrasions of the device came inside the joint. The surgeon tried to suction the abrasions but he can't confirm that there are no micro parts of the metal remaining inside the patient. No further information received from the customer.